Event description:
Customer called to report the reservoir in the pump did not advance and insulin was not exiting. Troubleshooting was performed. Lead screw made a complete rotation with no insulin exiting. Pump was not dropped, bumped, or exposed to moisture.